Event description:
It was reported that the device triggered elective replacement indicator due to high battery impedance. The device will be scheduled to be explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The eri was caused by high battery impedance noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The eri was caused by high battery impedance noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011.